Event description:
During an infrarenal evar on a female pt with pre-existing condition of thoraco abdominal aneurysm, the valve on the sheath was leaking profusely. After the device was deployed and the device ballooned, a coda balloon was inflated within the sheath to prevent further blood loss. The pt did not require any additional procedures no experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.